Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the upper buttocks on (B)(6) 2022. On (B)(6) 2022, it was reported by the parent that the pediatric patient experienced inaccurate cgm values which occurred 6 days after the sensor had been inserted in the upper buttocks. The patient experienced two seizures. The cgm was reading 229 mg/dl and the blood glucose reading was 24 mg/dl. Patient was treated with two tubes of sugar by paramedics and transported to emergency department where she received IV fluids with glucose and was admitted. Patient recovered from hypoglycemia and was transferred to a different hospital and discharged the following morning. At the time of the report, the condition of the patient is unclear. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.